Manufacturer narrative:
(B)(4). Results: evaluation of the returned product shows that the unit has an intermittent alarm . The unit fail-safe feature does not work and that the alarm door is missing. (B)(4).

Event description:
The customer claims that the alarm unit will not power on. There was no patient injury reported. Posey evaluation shows that the returned unit has an intermittent alarm.